Event description:
The facility reported that the scale on this bed does not weigh accurately. The hill-rom tech replaced and calibrated the scale board to resolve the issue. There were no reporter adverse events associated with this product malfunction.